Event description:
It was reported that there was no leakage alarm despite a dressing taken off leading to a wound maceration.

Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems occurring during manufacturing of this product in relation to the reported issue since the npwt involves various elements, it is difficult to determine what could have caused the lack of alarm. It is recommended to check the wound dressing frequently and not solely rely on the device alarms to ensure that therapy is being effectively delivered. Due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. This review stated the following. The information provided is insufficient to determine whether the reported skin maceration is due to the patient's pre-existing ischiatic pressure ulcer, or other concurrent medical conditions. There are no supporting clinical documents provided for review and inclusion in the clinical assessment. The device was returned and evaluated, and passed all functional tests. Therefore, the causal relationship between the s&n renasys device and the reported issue cannot be confirmed. No further clinical assessment is warranted at this time based on the limited information provided.